Event description:
On october 7, 2010, the lay user/patient contacted lifescan to report the one touch ultra meter had reverted to the setup mode. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On the morning of (B)(6) 2010, the patient noted the reported meter had reverted to the setup mode; she was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. Three hours later, the patient experienced the symptom of shaking and she felt "hypoglycemic". The patient administered self-treatment by consuming pasta and candy; she did not seek any medical attention. Troubleshooting revealed the meter had reverted to the setup mode after the battery was replaced, and that there had been no misuse. According to the owner's booklet, this meter may display the setup mode after battery replacement to allow the user to adjust the settings. The issue was resolved. The meter, test strips and control solution were replaced. The meter functioned appropriately by displaying the setup mode after the battery was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
The 510(k) # is k062195. The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.